Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows no evidence of load step malfunction, no activity outside of normal use is observed. Pump powers on and displays verify screen. Pump passed ¿ez-prime¿ steps correctly. No load step malfunction was duplicated during the course of investigation. Force sensor calibration reading is within the requirement . The pump was opened and inspected, force sensor flex pins was found intact and secured to the pcb sockets. There was no defect found. Evaluation revealed that the keypad symbols were worn. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.